Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was implanted n the proximal lad. The lesion was described as a thrombotic lesion exhibiting 30% stenosis. Optical coherence tomography was performed which showed bad positioning of the stent in the middle third section (described as ectasic). The proximal and distal struts where positioned well, the stent was then over-dilated with a 4 and 5mm balloon to improve stent apposition. Angio showed good final result. Patient reported as stable. No clinically significant consequences related to the poor position of the stent.

Manufacturer narrative:
Add info: the investigator assessed that there was a causal relationship between the event and the procedure, and causal relationship between the event and the resolute onyx device. Safety assessed that there was a causal relationship between the event and the procedure, and causal relationship between the event and the resolute onyx device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.